Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient had a loss of therapy and a return of symptoms. The patient reported that the therapy is not helping as much since the past couple weeks ((B)(6) 2017). The patient reported that they have to charge their ins every 1-2 days and it takes a couple of hours to charge in the same time. The patient has been trying to reach their rep, but they cannot leave a voicemail. There was a message sent to the manufacturer's representative (rep)and they stated that they would call the patient. No device allegations made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.